Event description:
The customer reported inaccurately high blood glucose readings with test strips, lot # 16240b. He opened the test strips approx 3 weeks ago and immediately began using them. He obtained readings that were approx 75 mg/dl higher than his usual readings with another test strips. The customer was unable to provide any specific results. After obtaining higher readings for 2 days, he performed a normal control test. The result was 178 mg/dl versus a normal control solution range of 106/158 mg/dl. A second normal control test yielded a result of 180 mg/dl. The control solution had been open for approx 2 weeks and the customer shook it well before testing. The code was set correctly for all tests. The desiccant is in the bottle of another test strip. A check strip test was performed the day the control solution test was performed and the result was in range (no specific result available). The customer was not willing to perform any tests with the co rep.